Manufacturer narrative:
Date sent: 06/02/2009. Evaluation summary: the hand piece was returned with the nose cone cracked and a loose mount. The analysis was performed and it was found that the hand piece no longer meets the specifications for phase margin and continuity. It was tested on a generator and was found that the hand activation is non functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found. Due to this condition, it may lead for an error code to occur.

Event description:
It was reported that the handpiece was giving an error code when plugged into the generator prior to the start of a case. The handpiece was swapped with another handpiece, and the case was completed with no patient consequence.